Event description:
The vent had an 02 monitoring problem. They were setting up a patient and had the vent running apparently shortly after this the vent started alarming with a message stating either "02 cal required" or "check 02 cal" message he was not certain what it read as he was not there, therapist did a recal on the monitor and then the vent was monitoring 99% with 100% set, she felt the machine was ok and they left it on the patient for about twenty minutes. The doctor and respiratory therapist were there and saw the patient desal and so they removed the vent and bagged the patient and the patient's sat came back up to a good level but ht patient died. The tech said that the doctor does feel that the vent was responsible to a degree.